Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the devices blade was bent. No further information provided. It was reported that the device was difficult to assemble. The device was not used during surgery, no patient involvement. The event occurred the last week of july. Investigation found there was a bent comb. There was no adverse event as a result of this malfunction.